Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was no change to the patient care or any significant events leading up to the circuit exchange. Patient plan of care was to continue to support the patient in current mechanical circulatory support (mcs) configuration until a heart becomes available for transplant for the patient.

Event description:
It was reported on (B)(6) 2024 that rpms went down to zero on (B)(6) 2024 then went back up. The screen showed "set pump speed not reached", and that was stated to have happened a total of 3 times. The first event happened at 10:59am. It was noted that the patient was stable. The event happened on the right ventricular assist device (rvad) side. It was stated that the last circuit exchange was on (B)(6) 2024. No vital sign changes were noted during the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of ¿set pump speed not reached¿ alerts on the centrimag console (serial number: (B)(6)) was confirmed during review of the submitted log file. The submitted log file revealed m5: set pump speed not reached alerts at 13:18:05 on (B)(6) 2024, 10:29:40 on (B)(6) 2024, 10:49:12 on (B)(6) 2024, 10:49:44 on (B)(6) 2024, and 11:01:48 on (B)(6) 2024. Each of these alarms were also preceded by a f3 flow below minimum alert ~5 seconds before their activation. Both the f3 and m5 alarms activated due to motor related subfaults. While these alarms were active, the speed was observed to momentarily drop to ~0 rpm and the flow simultaneously dropped to <1 liter per minute (lpm). Approximately ~4 seconds after each of the m5 alerts activated, the subfaults associated with the alarms cleared and the speed and flow were observed to return to expected values. The f3 and m5 alerts then cleared when the silence/acknowledge button was pressed by the user. The centrimag console was not exchanged or returned for analysis at the time of this event. The root cause of the observed alerts could not be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) table 13 entitled ¿console alarms and alerts¿ addresses how to properly interpret and troubleshoot all system alarms, m5 and f3 alerts. No further information was provided. The manufacturer is closing the file on this event.